Manufacturer narrative:
Device is combination product.

Event description:
It was reported a dissection had occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 38 x 2.5mm, concentric, de novo target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. Following predilation, a 2.5 x 38 promus elite drug-eluting stent was being deployed when a dissection occurred. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.